Event description:
This unsolicited case from united states was received on 29-aug-2016 from a physician. This case involves a (B)(6) female patient who started treatment with synvisc and 3 days later developed left knee pain and left knee swelling. The patient's medical history included: gastrointestinal reflux and tape allergy. Relevant concomitant medications included tramadol hydrochloride (tramadol), meloxicam (mobic) and omeprazole. Past drug was not provided. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection weekly (dose: not provided) (batch/lot number: 6rsp001 and expiration date: feb-2019) for osteoarthritis left knee. On (B)(6) 2016, 3 days after starting treatment with synvisc, the patient had pain and swelling. The patient was given second synvisc injection after a steroid injection. It was reported that the symptoms were improved. On (B)(6) 2016, the patient received last synvisc injection. Action taken: permanently discontinued. Corrective treatment: steroid for both events. Outcome: recovering/ resolving for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required (steroid).

Event description:
This unsolicited case from united states was received on 29-aug-2016 from a physician. This case involves a (B)(6) female patient who started treatment with synvisc and 3 days later developed left knee pain and left knee swelling. The patient's medical history included: gastrointestinal reflux and tape allergy. Relevant. Concomitant medications included tramadol hydrochloride (tramadol), meloxicam (mobic) and omeprazole. Past drug was not provided. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection weekly (dose: not provided) (batch/lot number: 6rsp001 and expiration date: feb-2019) for osteoarthritis left knee. On (B)(6) 2016, 3 days after starting treatment with synvisc, the patient had pain and swelling. The patient was given second synvisc injection after a steroid injection. It was reported that the symptoms were improved. On (B)(6) 2016, the patient received last synvisc injection. Action taken: permanently discontinued. Corrective treatment: steroid for both events. Outcome: recovering/ resolving for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 6rsp001 expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsp001 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 13-oct-16, there are a total of 8 complaints on file for lot 6rsp001: (1) tip breakage (2) detached plunger rod (5) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: intervention required (steroid) follow up information was received on 04-oct-2016. No new information received. Additional information was received on 13-oct-2016. Global ptc number and investigation results were added.